Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of crimped cannula with an infusion set after being used for less than a day. The symptoms were noticed 3 or more hours after insertion. The site of insertion was reported to be abdomen and it was rotated regularly. This led to high blood glucose level of 280 mg/dl and the patient replaced infusion set and resumed insulin successfully. No further information available.